Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawer 01 and 02 were not populating. As per part investigation, it was determined that thermal damage to component u501 on the pcba pmc pyxis mini fw1-12. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer 01 and 02 not populating" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse reported that drawers 1 and 2 would not open. No lights were present on module controller. Using meter, the fse verified drawer controllers were good. The fse inspected pyxibus cable and retractor band cables and replaced module controller. The fse worked with cubex representative, configured drawers and verified drawers functioned properly. The report was closed. During dchu visual inspection: p/n 151730-21: both parts were received with signs of thermal damage on component u501. During dchu testing: p/n 151730-21: the testing from dchu was not necessarily due to the signs of thermal event on the internal component of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on the "pcba pmc pyxis mini fw1-12" (p/n 151730-21) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.